Manufacturer narrative:
(B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) catheter therapy the iab did not inflate, blood was seen in the catheter tubing, and augment blood pressure in a very sick patient. An auto-fill failure was generated. The iab was replaced to continue therapy. There was no reported injury to the patient.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and no visible blood on the catheter. - an underwater leak test of the balloon, catheter, y-fitting, and extracorporeal tubing was performed and no leaks were detected. - the iab was placed on the cs300 pump and pumped for two hours which represents one complete autofill cycle. The iab pumped normally and no alarm sounded from the pump. The reported difficulty to inflate, leak, and alarm cannot be confirmed by the evaluation. A device and lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. Complaint # (B)(4); record ID 189995.

Event description:
It was reported that during intra-aortic balloon (iab) catheter therapy the iab did not inflate, blood was seen in the catheter tubing, and augment blood pressure in a very sick patient. An autofill failure was generated. The iab was replaced to continue therapy. There was no reported injury to the patient.

Event description:
It was reported that during intra-aortic balloon (iab) catheter therapy the iab did not inflate, blood was seen in the catheter tubing, and augment blood pressure in a very sick patient. An autofill failure was generated. The iab was replaced to continue therapy. There was no reported injury to the patient.

Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. (B)(4).